Event description:
The user facility reported that during a patient procedure a non-steris beach chair accessory detached from a steris 3085sp surgical table subsequently causing the patient to fall and obtain an injury. The procedure was cancelled.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. User facility personnel stated to the technician that allen medical who is the manufacture of the beach chair accessory was notified of the reported event. User facility personnel stated that the beach chair accessory was being sent back to allen medical for evaluation and to internally investigate for reportability in accordance with 21 cfr part 803. The 3085sp operator manual states, "safety precautions sec. 1: states - warning - instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using, on steris tables, accessories manufactured and sold by other companies." Following the reported event, the 3085sp surgical table was removed from service. The steris service technician observed that the side rail assembly and back section were missing screws. The technician stated that duct-tape was present on the end of the side rail to stop accessories from coming off the table. The steris service technician did not perform service or repair activities on the table. The user facility purchased two new surgical tables and is scheduled to receive them in november 2022. The 3085sp surgical table was installed in 2001; routine maintenance is not performed by steris. The user facility is responsible for all maintenance activities. The 3085sp operator manual states, "sec. 6 routine maintenance; sub-section 6.1 preventive maintenance schedule; table 6-1. Preventive maintenance schedule for amsco 3085 sp¿ surgical table; states: 1.2 examine side rail hardware. Tighten as required. 6x per year." No additional issues have been reported.

Manufacturer narrative:
Steris received medwatch report (mw5113181) on november 21, 2022. Following receipt of the report, steris confirmed that an investigation for the reported event was previously completed and MDR #1043572-2022-00084 for the event was submitted on november 16, 2022. No additional issues have been reported.